Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years one month of post deployment, upright view of the chest revealed suspected infiltrate in the right lower lung. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that the filter tilted and the struts perforated the inferior vena cava wall extending into the mesenteric fat. The current status of the patient is unknown.